Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture when the patient took deep breaths. In addition, there were high/unstable thresholds and micro-dislodgement of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.